Event description:
Legal rep states his client was crossing the road in his power chair when he was struck by a moving vehicle. Attorney states it was the result of inadequate lighting and signage as well as the configuration of the roadway. End user suffered injuries to his hand, neck, ribs, and legs. No malfunction of the chair was reported.